Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse). The customer said he observed error code 1109 in the error logs - which is consistent with machine pressure sensor auto zero failed. The issue was reported to be an out-of-the-box failure; it was not specified if the device failed out of the box or if individual part(s) failed out of the box. Multiple attempts for clarification were made that were unsuccessful.the biomed requested an onsite service. The philips field service engineer (fse) evaluated the device and confirmed the reported issue. Following the evaluation of the device, the fse replaced the da pcba and the gas delivery solenoid to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The solenoid and data acquisition printed circuit board assembly (da pcba) were returned to philips failure investigation for analysis. Visual inspection of the solenoid and da pcba revealed no evidence of damage or contamination. The solenoid and da pcba were tested, and no failures were identified. There was no fault found with both parts; the customer's alleged malfunction could not be duplicated.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17edc2020.

Event description:
The biomed reported to philips the unit showing an error code when powering on. The biomed advised an error code consistent with machine pressure sensor auto zero failed was present in the significant event logs. The biomed has requested onsite service. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.